Manufacturer narrative:
Cracked display window, cracked reservoir window and cracked reservoir tube lip noted during visual inspection. Unable to prime during prime alarm test. The insulin pump alarmed during basic occlusion due to loose drive support disk.

Event description:
It is reported that insulin pump alarmed prime alarm and insulin squirted out during manual prime. Customer was disconnected during prime. Leaving prime not possible. Insulin pump not dropped, bumped or exposed to water. Drive support disk is damaged. Insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.